Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hyperglycemia up to 394 mg/dl and hypoglycemia down to 59 mg/dl while using the ilet, with concern that automated boluses during highs felt aggressive and that more carbohydrate than usual was required to correct some lows. Symptoms included lightheadedness, shakiness, and fatigue during low glucose events. Outcomes included self-treatment of hypoglycemia with oral glucose and monitoring by glucometer, without hospitalization, professional medical intervention, or ketone testing. Investigation included case review, device use counseling, discussion of the meal announcement and correction algorithm, and reinforcement of hypoglycemia treatment guidance. Investigation of this case revealed ongoing system adaptation to the user and variable meal announcement practices, including use of meal announcements as corrections and reduced announcements for larger meals. It was concluded that the device functioned as designed while learning user needs, and that user education on meal announcements and hypoglycemia treatment should continue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.